Manufacturer narrative:
(B)(6). Manufacture date: january 20, 2017 - january 24, 2017. One actual infusor unit was received for sample analysis. The unit was returned to the plant containing fluid in the bladder. Visual inspection on the unit via the naked eye noted evidence of leak/backflow at the fillport when the fillport cap was removed. The direct cause of the leak/backflow condition was due to a white particle approximately 2.17 mm in length lodged under the checkband. The white particle was identified to be acrylic material via ftir spectroscopy test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the particle was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a liquid leak was identified from the fill port of a large volume infusor before use. There was no patient involvement. No additional information is available.